Manufacturer narrative:
The device has not been returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, a hysteroscopy was performed prior to the attempted ablation. Hysteroscopy showed that the patient had a narrow cavity equaling 2.6 width and 5.0 length. The cavity integrity assessment failed and troubleshooting measures did not work. The physician removed the device from the patient cavity after failed cavity integrity assessments. Hysteroscopy showed a perforation at the fundus of the patient uterus. Hologic representative stated that the perforation may have occurred at time of cavity view by non-hologic scope and not necessarily with the endometrial ablation device. Patient was discharged as planned.